Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator during routine patient updates that the patient presented to the emergency room (ER) with vomiting and diarrhea on (B)(6) 2016 and patient was admitted. Upon admission the international normalized ratio (inr) was 2.4 and hemoglobin (hgb) was 11.3. Esophagogastroduodenoscopy (egd) colonoscopy performed on (B)(6) 2017 which showed an active duodenal bleed, which was the cauterized. On (B)(6) 2017 inr was 1.5 and hgb was 7.6. Patient received 2 units packed red blood cells (prbc's) and is now stated to be stable post event. No additional information available.